Manufacturer narrative:
The battery pack was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Batteries pack kit passed bench test. All 8 individual batteries measured at least 13vdc and were within specification. No failure found. The foot pedal was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. It was installed into a known working system. The system was ready. 3d and 2d images were acquired as well as image retrieval was successful. No failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000125, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the reason why 3d imaging did not respond might be due to reasons other than the foot switch. During the procedure, 3d imaging was attempted to be performed by using the foot switch, but it did not respond even though stepping on the foot switch. When 3d imaging was attempted by switching the foot switch to the hand switch, images were taken normally, and the procedure was completed without further issue. It was noted that the foot switch will not work to acquire 3d images and was damaged. The hand switch worked fine. The image acquisition system (ias) shut down due to low battery when clearing up the imaging system after the procedure was completed. They also reported the imaging displaying low battery. A representative visited the site to confirm the issue on the same day. The issue could not be confirmed again during the visit. The issue of low battery could not be confirmed either during the visit. The issue that ias shut down due to low battery was confirmed. Parts were planned to be replaced later. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.